Event description:
A home patient contacted baxter's technical service center regarding a check lines/bags alarm during prime of therapy on the home choice device. The home patient was using a used drain line extension. There were no kinks in the heater line. The clamps were opened. The patient was unable to clear the alarm by changing the drain line extension. Therapy was completed by setting up with all new supplies. No patient injury or medical intervention was associated with this incident per the home patient.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient.